Event description:
The patient (australia) received an scs system which included two percutaneous leads from the same lot. The leads were placed occipitally (off-label) for migraines. It was reported the amplitude would not increase when the patient used one of his programs. At a programming session, high impedance measurements were noted on several lead contacts. The patient reported intermittent stimulation during the session. He stated he felt stimulation in the occipital region but not extending to the area of pain in the upper scalp. The patient complained the stimulation was not helping his headaches. No further information is available as the physician is trying to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.